Event description:
Related manufacturer reference number: 2017865-2022-16001. It was reported that the patient presented for a scheduled procedure due to the right ventricular lead causing high ventricular rate events. After opening the pocket, insulation damage was noted on the atrial lead. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.